Manufacturer narrative:
Qn#: (B)(4). The device history review for the product deroyal surgimate 35w 24/ case lot #73j2000594 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
Skin staplers are jamming and unusable.